Manufacturer narrative:
No specific root cause or defect was identified. No product or sample was returned to immucor for additional testing. The conclusion(s) code(s) reported herein are assigned according to the facts presented by the affected customer and immucor's assessment and investigation of those facts. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction other than to follow instructions for use. Labeling contains the following limitation: "erroneous test results can occur from bacterial or chemical contamination of the specimen diluent (or blood specimen), improper storage of the specimen diluent (or blood specimen)".

Event description:
A customer site in the UK reported receiving an unexpected negative reaction on a donor unit with known heterozygous s+s+ phenotype.